Event description:
[Evusheld] use for covid-19 under emergency use authorization (eua): evusheld 300 mg. Upon injection syringe exploded resulting in patient receiving only half the dose of the cilgavimab portion of the therapy. Astrazeneca and md notified. Astrazeneca a/e case #(B)(4) and reporting case #(B)(4).